Event description:
It was reported that the patient came in to the clinic with frequent battery alarms. The clinicians cleaned the connections, and later exchanged the batteries and clips, but this did not resolve the alarms on the black power cable. A system controller exchange was performed. It was reported that the alarms were resolved with the new controller, batteries and clips.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was evaluated following the reported event of atypical power cable disconnect alarms. Per the additional information, the atypical alarms resolved after exchanging the battery clip. The atypical power cable disconnect alarms are addressed under the battery clip investigation. The submitted log file contained approximately 1 day of data (26dec2023 ¿ 27dec2023 per the timestamp). The data in the log file did not indicate any issues with the system controller. The pump maintained a speed above or at the low speed limit without any issues throughout the log file. The reported event could not be correlated to an issue with the system controller. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 04feb2019. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.